Event description:
It was reported that: "pt returned with instability from a fall, doctor revised the femur with a stem, and posterior augment: triathlon ts. Placed thicker ts insert as well in existing tibia. No notes, x-rays per hospital protocol."

Manufacturer narrative:
Method: device mfg history records, complaint history and IFU review. The investigation concluded the root cause of the reported event is a pt accident. The event description indicates the pt experienced instability following a fall. No add'l medical info was provided for investigation. A review of the total knee packaging insert indicates dislocation and loosening may result from trauma. Pts are advised to limit activities and protect the replaced joint from unreasonable stresses. The device mfg history record for the lot ID: mjtv99 indicates that devices were mfg and accepted into final stock with no reported discrepancies related to the reported event. The product experience reporting database was reviewed for similar reported events regarding a pt accident. There have been no other events for the reported catalog number or lot ID. This is the same pt/event as MFR # 2249697-2011-01317.